Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited noise. The noise was no reproducible. Programming changes were made. The patient was in stable condition.